Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The connector is the device that fractured, not the locking collar. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The connector is the device that fractured, not the locking collar. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cp260608 - mod arthro nl 3cm elip cnctr - 871510. Cp260608 - mod arthro nl 3cm elip cnctr - 871520. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02547.

Event description:
It was reported that the patient underwent a revision surgery because the oss arthrodesis connector / coupler broke. X-rays also show a cortical fracture of the distal femur. It was reported that no further information is available.